Event description:
During surgery, the package was opened and the product was taken out of the package. A foreign material was found in the package. Another device was fortunately available and used.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.